Event description:
The device was implanted on 9/24/96 for infusion of drug through the superior vena cava. On 5/9/97, the facility's o.r. Supervisor contacted a MFR nurse and reported that the device "could not be flushed". As a result, the device was explanted on 4/24/97 and an x-ray revealed that the "whole device catheter end had broken off". The pt was sent to another facility where an appointment was made for catheter segment removal on 5/13/97. Arrangments were then made for the explanted device and catheter segment to be returned to the MFR for analysis.

Manufacturer narrative:
After the MFR had closed its file on this event due to the device not being returned to the MFR for analysis, the MFR received photographs of the explanted device and catheter and a letter stating that the actual device and catheter segment would not be returned for analysis. The MFR has completed its evaluation of the photographs indicate "pinch-off" damage at the end of the polyurethane device catheter. This area appeared compressed, discolored, longintudinally slit and unevenly cut. A trend analysis was performed on similar reports involving this cat/lot number and no trends have been identified. In addition, a review of the device history record was performed on this cat/lot number and no mfg variances were identified in relation to this event. The facility's report that the device catheter had sheared was confirmed by the MFR's review of the returned photographs. The damage found is associated with compression resulting in "pinch-off" (catheter shear). The facility will be issued an artricle exclusive to "pinch-off" sign diagnosis for their review. No further details are available. The MFR is now closing its file on this event.